Event description:
On 09/11/2009, a spontaneous report was received from a physician regarding a female (age at time of the event is unk, age at time of report was (B) (6)) who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included no known allergies adn no previous use of any dermal fillers. The pt was not taking any concomitant medications. The pt received a 1 ml injection of restylane on (B) (6) 2007 to the nasolabial fold and upper and lower lips; both the upper and lower lips were injected with very good overall results. Pre-procedure medications included an unspecified local block. The pt had no additional procedures at the time of implantation. On an unspecified date in (B) (6) 2007, about 3 months post-injection, the pt developed a lesion on the left medial lower lip. The lesion was 3 x 5 mm at the vermillion border. The lesion was cauterized and biopsied. The biopsy showed hypertrophic scar tissue; no foreign material was found in the biopsy. Treatment consisted of an injection of cortisone. The lesion was removed and the pt had a small scar there at the time of the report. The physician commented that the scar was a unique isolated part of a larger treatment area.

Manufacturer narrative:
Additional PMA/510(k)# p020023. The physician stated he didn't know exactly what caused the scar, but that there did seem to be a causal relationship to the restylane implant. The only other thing he could think of, which would have been speculative, was that may be a small arteriole vessel was infarcted which would have resulted in scarring. However, there was no ulceration of the area, which you would expect with an interarterial injection.